Event description:
Customer reports an "intermittent standby button." No injury and no delay in surgery.

Manufacturer narrative:
Evaluation: customer complaint of intermittent standby button could not be confirmed. However, investigation did find a malfunction of the taper. This was caused by outgassing of adhesive that is used on an internal component. This outgassing caused surface contamination build up on the optical taper and results in low light output.